Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 465 mg/dl, 422 mg/dl and 218 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated he felt a little light-headed which is a hypoglycemic symptom for him and that he would self-treat by eating something. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product. The customer discarded the strips and so no product will be returned for eval.